Event description:
A (B)(6) male pt's friend called zoll customer support to report that the pt's monitor is stuck at the hourglass screen and making a loud screeching noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was resetting. The case for the resets was isolated to a defective digital signal processor u500 on the c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt was fitted with a replacement monitor.